Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 08/20/2019 medical treatment was required. Based on the information received, aso opted to file an MDR. As of 09/12/2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 06/20/2019 consumer reported the bandages caused a red bump that ended in a blister. On (B)(6) 2019 reporter stated on returned cir that the issue was with the tape area and that she sought medical attention.